Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient was receiving stationary treatment in the hospital since (B)(6) 2014; not diabetes related. Caller stated on (B)(6) 2014 patient was nauseous and experienced elevated blood glucose level of approximately 700 mg/dl; was transferred to the ICU and given correction of insulin IV via perfusor. Caller reported patient informed staff his insulin may be the reason for the elevated blood glucose level; has stored insulin unrefrigerated in his night table for 2 weeks. Hospital staff no longer has trust in pump. Requested return of the alleged pump for evaluation.